Event description:
It was reported that during use foreign matter was discovered with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: foreign material.

Manufacturer narrative:
H.3 one (1) sample and four (4) photos were provided by the customer for investigation. The sample was returned filled with tape covering the end of the syringe. The sample was visually examined and as the particle could not be visually identified the sample was attempted to be identified using fourier-transform infrared spectroscopy (ftir) analysis. The ftir analysis results indicated that the closest match for the particle would be an alcohol wipe. Four (4) photos were also provided by the customer for investigation. One (1) photo shows the returned sample on a white surface. There is a piece of foreign matter visible in the solution in the syringe. Two (2) of the photos show closer views of the syringe against a green background. The piece of foreign matter is visible in the solution in the syringe. The fourth (4th) photo appears to be the same as the first (1st) photo. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, alcohol wipes are used in the cleaning of production equipment. It is possible that in the cleaning of the equipment a particle was shed from the wipe and that the particle ended up in the syringe. Bd acknowledges that the returned sample had a particle in the syringe. However, as this occurrence would not exceed the acceptable quality limit (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: foreign material.